Event description:
It was reported when using the bd pyxis es server, user mentioned medication showing error message when tried to add in es server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the one medication was unable to link barcode. The technical support specialist explained to the customer how to unlink and re-link the medication. After re-linking, the medication appeared at the pes when scanned; previously, the barcode number had to be entered manually. The issue was identified as a barcode-related problem. The case was resolved and marked as ready to close. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, user mentioned medication showing error message when tried to add in es server. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.